Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 301945 and lot number 1906174. The review did not reveal any detected abnormalities during the production process and all quality tests were found to be within specification. To aid in the investigation of this issue, three picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, no defect could be identified. The provided feedback states that the needle in the 301945 product belongs to another product (301942). Both of these products work with the same needle as the needle can work with different types of syringes. In this case, the same needle works for both the 5ml and 10ml syringes; therefore, there is no defect with the product in question. H3 other text : see h.10.

Event description:
It was reported that 1200 bd¿ syringe with precisionglide¿ needles had a mix of product types in a pack. The following information was provided by the initial reporter: "the distributor reported that the needle in product 301945 belongs to product 301942."

Event description:
It was reported that 1200 bd¿ syringe with precisionglide¿ needles had a mix of product types in a pack. The following information was provided by the initial reporter: "the distributor reported that the needle in product 301945 belongs to product 301942".

Manufacturer narrative:
Initial reporter fax number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.